Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the coupling piece was loose and out of the coupling shaft, the bearing ring label was worn, and there was an unknown liquid substance on the ball bearing. It was further determined that the device failed pretest for general condition, check the toll coupling, check the cannulation, and check for untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse, and wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the top of the attachment device was ¿pulled up¿. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.